Manufacturer narrative:
Investigation conclusion: a conclusion has yet to be established as the investigation is incomplete. Root cause: investigation is ongoing and results are not yet available. Source: email.

Event description:
Customer reported twenty alleged false positive sars results. No confirmatory testing completed. This is report 9 of 20.

Manufacturer narrative:
Additional information: h6 (b): type of investigation added; h6 (c): investigation findings added; h6 (d): investigation conclusions added. Corrected: d4: UDI information updated.